Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance. Sensing and capture threshold measurements were stable. On (B)(6) 2019, the lead was explanted and replaced. During the procedure, it was noted that the tip of the lead appeared to be damaged. It was uncertain if the lead was damaged during the procedure. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted the initially reported damaged tip of the lead was specified as lead fracture.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.